Event description:
It has been reported that revision surgery was performed due to loosening. The patient continued to have pain after initial surgery and was unable to complete therapy, due to pain and loosening of the components. There is no additional information available at this time.

Manufacturer narrative:
Na